Manufacturer narrative:
Device evaluated by MFR.: maverick 2 mr, 2.00mm x 15mm balloon catheter was returned for analysis. A visual, tactile, microscopic and leakage test was performed on the returned device. A visual examination of the balloon material identified a longitudinal tear in balloon. The entire length of the balloon was torn. No issues identified with the hypotube shaft. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. The proximal and distal markerbands identified no damage. Tip showed no signs of tip damage. A leakage test could not be performed because of the longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. Following pre-dilatation with a 2.0 x 15, a 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation at rated burst pressure, the balloon burst due to a heavily calcified lesion. The device was removed safely from the patient's body. The procedure was then completed with another of same device. No patient complications were reported, and the patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. Following pre-dilatation with a 2.0 x 15, a 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation at rated burst pressure, the balloon burst due to a heavily calcified lesion. The device was removed safely from the patient's body. The procedure was then completed with another of same device. No patient complications were reported, and the patient condition was good post-procedure.